Event description:
Information received that the patient's vns generator and lead were replaced. The explanting facility does not return devices per the facility's policies, and product return is not expected.

Event description:
It was reported that the patient had been referred for a full revision surgery due to high lead impedance. The patient¿s caregiver reported no known incidents of injury or accidents which would have contributed to any damage to the vns. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.